Event description:
According to the event description: "infusomat space dosing 2 h too fast."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: the last infusion performed on (B)(6) 2025 was reviewed. A space line was selected, and the infusion proceeded at a rate of 21 ml/h with a total volume of 230 ml, during which no abnormalities were observed. Visual inspection: the cover caps on the screw pillars, and the technician seal (358-01-099) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,48 bar (should be: 0,1-0,7 bar). Pressure stage 9: 1,13 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,92 bar (should be: 1,8-2,5 bar). Pmin: 1,63 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,87 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,01% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Disassembly: liquid residues were found inside the device, specifically on the lower housing, the bottom inner frame, and the emc protection shield. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.